Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was unresponsive, preventing the user from unlocking the device; the agent guided the user through the touchscreen unresponsive troubleshooting steps, including holding the sleep/wake button for 30 seconds to recalibrate, after which the user ended the call to return to bed. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient user interface performance issue related to the touchscreen, with no device alarm activity and no impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interface error resolved through standard troubleshooting.